Event description:
Loss of osseointegraton in 3 dental implants. Implants were 3 of 13 placed. Clinican believes that failure may have been due to pt wearing denture pressed on implants.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.